Event description:
It was reported to boston scientific that the electrocautery would not work. Procedure was completed using resolution clips. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
The device was visually and functionally evaluated and the customers complaint could not be confirmed or duplicated.